Event description:
Customer called to report a constant tone on the insulin pump. It was reported that customer is experiencing high blood glucose levels. It was also reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading ranged from 159-511 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had no unexpected audio or beep anomalies noted. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. Insulin pump had an intermittent button response on the esc button due to moisture damage on keypad traces noted. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip and scratches on reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.